Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the seat upholstery is starting to tear towards the front where the bolt goes through the seat upholstery into the frame. Dealer states the tear is about 2-3 inches wide and where the seat is torn the upholstery is starting to sag.